Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up a loss of capture was noted on the lv lead and a dislodgement was suspected. The physician reprogrammed the device and the lead remained in the patient. The patient is in good condition.